Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. A no response letter was sent to the patient. On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high reading. The patient manages his diabetes with oral medication. On (B) (6) 2010 at 4:45 pm, the patient obtained a blood glucose reading of "400 mg/dl" on the subject meter compared to "300 mg/dl" on a hospital meter. The readings were taken more than 30 minutes of each other. The patient did not take any action in regards to the usual routine of diabetes treatment as a result of the reported reading. The patient noted that he developed symptom of feeling shaky 30 minutes after the product issue began. At 6 pm that day, the patient's doctor provided the patient with an increased oral diabetes medication. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, and the events leading up to the patient's medical reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate noted that the results were taken from approved site. And the accuracy comparison was taken more that 30 minutes of each other. This complaint is being reported because the patient claimed he developed symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.